Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetes ketoacidosis. Customer¿s blood glucose level was 600 mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 600 mg/dl. Customer stated that the insulin pump had an under delivery alarm. Customer treated with insulin drip and intravenous fluid. The product will not return for the analysis.